Event description:
Approx nineteen years postoperatively, the valve was explanted due to increased pressure gradients secondary to pt/valve size mismatch and "severe" obstruction across the valve with symptoms. The valve was removed. An annular enlargement was performed, and another valve was implanted. The pt's aortic valve was also explanted at this time and a larger valve was implanted.